Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced aspirate probe peripump tubing that was not allowing for proper sample aspiration and the fse also replaced instrument gripper spinners. The fse verified instrument hardware after all repairs were completed and subsequently returned the instrument back into operation. Although hardware repairs were required at the time of service, it could not be determined which/ if any of the issues was the cause of the erroneous results. The cause of this event remains unknown and could not be determined based on the supplied information. Associated mdrs: 2122870-2012-01114, 2122870-2012-01115, 2122870-2012-01116.

Event description:
The customer reported that higher than expected bhcg results, above and within the normal reference range, were generated on a unicel dxi800 access immunoassay system for eight patient samples. In four instances the results were autoverified, reported outside of the laboratory and questioned by the physician. The physician requested the redraw of results. For the other instances, the erroneous results were identified prior to being reported from the laboratory. In no instance were the erroneous results associated with a death, serious injury or modification to patient treatment. It is not known which results were reported from the laboratory. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of only seven patients. One of these seven patient's results were reproducible and no additional discrepant results were provided for this patient. Hence this patient's results are not included as part of this event. This report represents the elevated bhcg result, above the normal reference range generated for one patient on (B)(4) 2012. Upon multiple repeat on the original, as well as an alternate instrument, the results were ultimately lower, within the normal reference range of the assay, and considered valid. The sample was collected in a serum sample tube and processed on the customer's automation line. It is possible that the sample was collected off-site. A reproducibility study on both the original and the alternate instrument of two patient samples revealed that a known negative patient sample produced positive results on the suspect instrument while producing negative results on the alternate instrument. Additionally, a known positive patient sample remained positive on both instruments with some discrepancy in results between the two instruments. Assay instrument quality control (qc) results were performing within the customer's established ranges at the time of the event. The bhcg reagent and calibrator lots associated with this event were 117380 and 022920 respectively.